Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) with a monitoring voltage of 2.67 and extended charge time of 27.4 seconds, suggesting the device may have possibly depleted prematurely. Subsequently the device was explanted and replaced. There were no adverse patient effects reported.

Event description:
The device was returned one month later.